Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device was evaluated and found additional defects: scope socket is rusty and worn out; top cover, front panel, rear panel, and chassis are rusty. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty power supply unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1 address - line 1: (B)(6).

Event description:
The customer reported to olympus, the evis exera ii xenon light source xenon lamp could not be turned on which was due to a defective power supply unit. The issue occurred during receipt inspection. There were no reports of patient harm or involvement.